Event description:
It was reported that a patient with a 21mm valve implanted for 11 years, one month was being considered for a valve-in-valve procedure due to severe aortic stenosis.

Manufacturer narrative:
The device was not returned to edwards for evaluation. As it remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. If additional information is received a supplemental MDR will be submitted. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 21mm valve implanted for 11 years, one month was being considered for a valve-in-valve procedure due to unknown reasons.